Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All information was investigated based on the information provided, a cause for the reported migration (partial clip movement) cannot be determined. The reported suspected tissue damage appears to be related to the migration. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip movement, tissue damage, and medical intervention. It was reported that this was a procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 00212u127) was advanced to the mitral valve, and the clip was deployed in the a2/p2, reducing mr. However, after clip deployment, it was observed that the clip had changed from its initial position to a more horizontal orientation. The clip remained attached to the leaflets, but mr increased and a leaflet injury on the posterior was suspected. An attempt was made to treat the unstable clip and suspected tissue damage; however, during prep of an ntr clip (91010u239), the device failed to re-open after establishing final arm angle (efaa) on the prep table. Three attempts were made to troubleshoot, but failed. The cds was not used in the patient. The procedure continued with a new cds. The new clip was deployed lateral to the first clip for additional treatment. Two clips were implanted, reducing mr to 2. There was no reported clinically significant delay in the procedure. No additional information was provided.